Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared end-of-life (eol) battery status earlier than expected. The device was implanted for 35 months. The device had triggered elective replacement indicator (eri) battery status due to a 30 second charge time. It was also reported that this advisory device was not programmed according to guidelines described in the advisory.